Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, it was initially reported that the alarms most often occurred when the patient transitioned from different positions, and the account later communicated that the low flow events were attributed to the patient's blood pressure. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted system controller event log files captured transient low flow alarms on (B)(6) 2021 and (B)(6) 2022. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No atypical alarms or events were captured, and the pump appeared to have operated as intended at the set speed. No device-related issues were identified through review of the submitted log files which would have contributed to the low flow alarms reported. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. IFU section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. IFU section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having consistent low flow alarms daily with no symptoms. The patient's post-implant recovery was noted to be lengthy. The site made adjustments to the patient's medications and monitored the patient; however, the low flow alarms persisted. The patient's partner noted pump flow was estimated to be nearly 0 lpm and the low flow alarms occurred most often when the patient transitioned from different positions. It was later confirmed that the cause of the low flows was due to the patient's blood pressure. A ramp study was performed where hemodynamic goals were not achieved at any speed. The aortic valve opened at every beat throughout the study, and the midline interventricular septal position was noted at every position; the pump speed remained at 5500rpm based on this ramp study. No aortic insufficiency was noted. The patient's medications were adjusted for improved blood pressure control. The patient's low flow alarms continued through december and early january. The patient noted during their appointment on (B)(6) 2022 that the low flows were positional with the driveline. The vad coordinator manipulated the driveline which did cause a low flow alarm. The patient's vitals and lab results were normal, and a computerized tomography (CT) scan of the chest showed most of the outflow graft was patent. The patency of the proximal outflow graft was poorly evaluated due to a noise artifact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2021 with low flow alarms. Their diuretics were reduced to 20mg torsemide and norvasc was increased to 10mg. Milrinone was also adjusted as the patient had lost weight. There were tentative plans to remove the sternal wire the following week. In a video visit on (B)(6) 2021, the patient's medications were adjusted, and a basic metabolic panel (bmp) was ordered. The low flow alarms continued so valsartan was increased to 120mg on (B)(6) 2021 and to 160mg on (B)(6) 2021. The following day, the patient had low flow alarms with dizziness and was scheduled for an echocardiogram. A right heart catheterization (rhc) and ramp echocardiogram were performed on (B)(6) 2021. The results showed tricuspid and mitral regurgitation. On (B)(6) 2021, the patient reported further low flow alarms as well as feeling dizzy, nauseous, and spaced out. Entresto was increased to 97-103 mg and the torsemide was decreased to 10 mg daily. Speed was also increased to 5500rpm based off of the echocardiogram.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, it was initially reported that the alarms most often occurred when the patient transitioned from different positions, and the account later communicated that the low flow events were attributed to the patient's blood pressure. Additionally, no device-related issues were identified through review of the submitted log files which would have contributed to the low flow alarms later reported. A direct correlation between the device and the reported right ventricular (rv) dysfunction, tricuspid, and mitral regurgitation could not be conclusively established through this evaluation. The submitted system controller event log files captured transient low flow alarms on (B)(6) 2021 and (B)(6) 2022. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No atypical alarms or events were captured, and the pump appeared to have operated as intended at the set speed. No device-related issues were identified through review of the submitted log files which would have contributed to the low flow alarms reported. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists right heart failure as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having consistent low flow alarms daily with no symptoms. The site made adjustments to the patient's medications and monitored the patient, however, the low flow alarms persisted. The patient's partner noted pump flow was estimated to be nearly 0 lpm and the low flow alarms occurred most often when the patient transitioned from different positions. On the patient's most recent echocardiogram from (B)(6) 2021, no aortic regurgitation had been noted and the aortic valve opened with each cardiac cycle. It was later confirmed that the cause of the low flows was due to the patient's blood pressure. A ramp study was performed where hemodynamic goals were not achieved at any speed. The aortic valve opened at every beat throughout the study, and midline interventricular septal position was noted at every position; the pump speed remained at 5500 rpm based on this ramp study. The patient's medications were adjusted for improved blood pressure control.